Manufacturer narrative:
Exact date unknown, event occurred a few weeks after being implanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7073269.

Event description:
It was reported that the patient previously had a car accident a few weeks after being implanted and was now experiencing severe pain and swelling at the surgical sites. It was also stated that the patient had an infection. Symptoms of the ipg site wound not healing properly and was draining was noted. The physician believed that the infection was not device related as it was a result of the car accident. The patient was admitted to the hospital and was placed on an intravenous and oral antibiotics. The patient underwent an explant procedure wherein all devices were removed. The patient was doing well postoperatively. No further information could be obtained despite good faith efforts.